Manufacturer narrative:
This adverse event occurred in (B)(6) in (B)(6) 2012 using a similar device marketed in the us. This event should have been reported to the us at the time but was not reported due to an oversight. More robust decision process now in place to ensure us reporting is correctly applied. Most likely cause of event is determined to be user not following instructions for use.

Event description:
Following acromioclavicular (ac) surgery, the fixation screw backed out slightly causing the release of the ac device. The procedure was repeated on the patient successfully.